Manufacturer narrative:
This event was initially reported under manufacturing report number 0001822565-2016-03716. MFR 0001822565-2016-03716 has been voided and MFR 0002648920-2018-00161 will be used for investigation purposes. (B)(4). Concomitant medical products: nexgen femoral component, catalog # 00599401492, lot # 61622490, nexgen stemmed tibial component, catalog # 00598800300, lot # 61658797, nexgen articular surface, catalog # 00596403010, lot # 61462596, prc augment block, catalog # 00599003410, lot # 61654174, nexgen stemmed tibial component, catalog # 62528914 taper stem plug, catalog # 00596009900, lot # 37210825, prc augment block, catalog # 00599003401, lot # 61654171, headed screw 48mm, catalog # 00579104100, lot # 77002811, headed screw 48mm, catalog # 00579104100, lot # 77002977, headed screw 48mm, catalog # 00579104100, lot # 77002825, headed screw 33mm, catalog # 00598304033, lot # 62620855. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00161, 0001822565-2017-06787, 0001822565-2017-06786. Product location unknown.

Event description:
It was reported that the patient underwent a revision due to pain, rash and possible allergic reaction. During the procedure, the surgeon noted that the patella peg had fractured and that an unspecified component was noted to have loosening. However, the surgeon opted to leave the unspecified component that was loose in vivo. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was not confirmed as limited information has been received. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert nexgen cr, ps, cra, lps and lcck knee pain, loosening, metal sensibility and implant fracture are some of the known adverse effects of the tka procedure. However, without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly .zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-06787, 0001822565-2018-03503, 0001822565-2018-03510, 0001822565-2018-03511, 0002648920-2018-00522.